Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a faulty solenoid wash collar valve and proceeded to replace the solenoid valve to resolve the leak. The customer had also reported a similar event which occurred on (B)(6) 2013. Please refer to medwatch report #2050012-2013-00675 for a report of the event which occurred on (B)(6) 2013. (B)(4).

Event description:
The customer reported observing fluid on the reagent cartridges and under the reagent probe of the unicel dxc 600i synchron access clinical system. The customer was wearing proper personal protective equipment at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.